Event description:
It was reported that when using the bd vacutainer® push button blood collection set, four units exhibited blood leakage from visible cracks in the tubing. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary bd received two photos for investigation which showed evidence of damaged tubing. Additionally, functional tests were conducted using 10 retained samples, and no leakage or holes in the tubing were observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
D2b: additional medical device type: fpa. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® push button blood collection set, four units exhibited blood leakage from visible cracks in the tubing. No adverse impact was reported regarding the patient or user.